Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device type: jka, fpa.

Event description:
It was reported that blood leakage occurred during use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "during blood collection, blood leaked from the connection of the luer adapter." 2 occurrences were reported.

Event description:
It was reported that blood leakage occurred during use with a bd vacutainer® ultratouch¿ push button blood collection set. The following information was provided by the initial reporter, "during blood collection, blood leaked from the connection of the luer adapter." 2 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for leakage with the incident lot was not observed. Additionally, evaluation of the customer samples was performed and leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.